Event description:
It was reported that after mixing and changing the disposable supplies, they noticed leaking of medication. The patient stated he was unsure of how long the medication had been leaking, but he was able to immediately change the tubing and resume his infusion with no further issues. The product did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The sample returned was received inside of a plastic bag which is not its original packaging. No obstructions, damaged, broken, or other defects were detected in none of the joins of the product. Leak was detected between tube to outlet filter bonding, thus, the failure mode reported is confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.